Event description:
The patient had a generator replacement occur. The explanted generator was discarded. No additional relevant information has been received to date.

Event description:
Per the physician, it is unclear what was causing the pain. The physician noted the pain was not due to vns device presence or external factors. No additional relevant information has been received to date.

Event description:
It was reported that the patient was experiencing a burning around their vns. It was noted that the pain is constant and a pinch is felt every few seconds. It was noted stimulation was turned off for a few minutes and the pain persisted. The patient was referred to surgeon for evaluation of pain. No known surgery has occurred to date. No additional relevant information has been received to date.